Event description:
On 09/10/1998, the attending physician contacted the MFR's product manager and stated the following: he was informed by the pt that she thought that the device septum was dented in (it was not domed). The physician requested a fax with a picture of the device which was sent. The pt inturn drew what she thought it felt like. The MFR's product manager recommended a dye study to verify any problems. The MFR's product manager asked the physician to keep the MFR informed of any further developments. The physician asked if the device was explanted, would the MFR investigate. The MFR's product manager informed the physician that if the MFR was notified that the device was explanted, the MFR would request the device be returned for analysis and he would be notified of the analysis results. The MFR's product manager was informed by the implanting/explanting physician that the device was explanted due to "damage while being used." The pt was self accessing the device with the assistance of a homehealth agency. A skin infection did exist with positive blood and skin cultures (pseudomonas). After the device was explanted, there was discharge from the nipple. The MFR's product manager notified the distributor of the situation and asked the distributor to f/u. No further details were provided at this time.